Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-21106, 21107. The patient reported experiencing pain at the ipg site regardless of stimulation. The patient has arthritis near the hip where the ipg is located and he likened the pain to an 'arthritis' sensation. The patient also reported feeling shocking at the ipg site, which appeared to be decreased when stimulation is off or reduced to a lower amplitude. Additionally, the patient has never received effective therapy from his system. The patient wants his scs system explanted. Follow-up identified the physician and the patient decided to leave the system implanted, and there was no intervention planned at the time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.